Event description:
The customer reported that the central nurse's station (cns) is experiencing intermittent communication loss with connected device(s). No patient harm was reported.

Manufacturer narrative:
Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns, but model and serial numbers are no information (ni) as attempts were made to obtain the information, but customer was not able to provide the requested information. Bsms: model #: ni, serial #: ni, model #: ni, serial #: ni.